Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient doesn't want the device because the patient experienced pain while treating and wore it only for a few days. She did not talk with the doctor. It was advised to have the patient contact her doctor and do a time test. The patient doesn't want the device. Zimvie¿s customer service representative stated they would contact the sales representative. The patient¿s son would not provide any information or treatment timeframe to zimvie¿s customer service representative. The son did state that the pain was on top of the skin or under. The pain was during and after treatment. The patient was sent a return label to return the device. No additional patient consequences have been reported. The spak was not returned for further evaluation.

Manufacturer narrative:
Zimvie complaint: (B)(4). B3: date of event: the event occurred sometime on (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown.

Event description:
It was reported that the patient doesn't want the device because the patient experienced pain while treating and wore it only for a few days. She did not talk with the doctor. It was advised to have the patient contact her doctor and do a time test. The patient doesn't want the device. Zimvie¿s customer service representative stated they would contact the sales representative. The patient¿s son would not provide any information or treatment timeframe to zimvie¿s customer service representative. The son did state that the pain was on top of the skin or under. The pain was during and after treatment. The patient was sent a return label to return the device.